Event description:
Allegedly revised due to looseness per (B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. The user facility advises no medwatch 3500a will be filed for this event. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-0513, 00514, 00515.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was not returned. Evidence that product in specification when used.